Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The real time operating system (rtos) was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer stated that after finishing a procedure, they could not boot the workstation to send images to pacs. There was no pt injury or death reported.